Event description:
Nurse found large amount of blood/fluid (approximately 150-200cc) on floor. Blood was flowing from port site of IV tubing. No apparatent tampering by patient. Rubber stopper still intact. Blood backed up to 2nd port above IV site and was dripping. IV pump was infusing, no alarms. IV fluid was also escaping through port site.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.